Event description:
The customer reported that the images were of poor quality and uninterpretable during a case and the case had to be completed with another system. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris. The system operates as intended.